Event description:
The optease filter was originally inserted secondary to high risk for pulmonary embolus prior to gastric bypass surgery. Approximately one and half months after the index procedure, attempts to remove the temporary filter were unsuccessful. The physician was able to snare the filter, but it had become too endothealized and was unable to be removed into the 10fr. Optease retrieval catheter. There was no reported patient injury and the filter was left in the patient as a permanent filter. No thrombus was present at delivery site. There was no contraindication for anticoagulation. The vena cava was less than 30mm, and the shape was normal. Other than the gastric bypass surgery, the patient's medical history is unknown. The reason for the delay in filter removal was due to surgical recovery. The patient was discharged home and is reported to be doing fine.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; the reported failure does not appear to be related to the manufacturing process. The IFU suggests that the filter be removed within 23 days. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.